Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav0402 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s " patient states her home health nurse attached a non bd infusion se to her powerpicc solo and it leaked her infusion after the nurse left. What could have happened" ms&s explained that the bd powerpicc solo has a hub that can attach to any standard luer lock. Explained that if the set was not compatible with the PICC hub, leaking could occur or the tubing set was not tightened well upon placement.